Event description:
When attempting to remove chest tube, it snapped. Patient taken to or for removal. The remaining chest tube was removed using a scope through the other chest tube hole. The patient did not have to be opened again.